Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, fill 2. The hp stated that the heater bag was not connected to the heater line properly. The baxter technical service representative (tsr) had the hp power cycle the hc. The hc alarmed se 2367. The tsr had the hp power cycle the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies and to inform the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on 1/4/12 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with the previous supplies, she just did not connect the heater bag to the heater line properly. It was down to her use error and not the supplies. She would discuss the alarm with the nurse the next time she goes in for a visit. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and he was not aware of the alarm. He had just seen the patient yesterday and as far as he knows they have been completing therapy successfully. He would discuss the alarm with the patient the next time he sees her again. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was loose connection.